Event description:
A pump was reported to not detect the cartridge, leading to multiple alarms. There was no information available on the impact to the customer's blood glucose level. The pump was kept on for 24 hours, during which an alarm was received, followed by successful cartridge changes and bolus deliveries, but additional alarms occurred. The device is being returned, and a replacement pump has been issued. No further details on the outcome were provided.